Manufacturer narrative:
Based on the investigation, the cause of the intra-operative complication cannot be determined. Failure analysis was completed for pn-480422-01; ln: l80231110: intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the vessel sealer did not cut and caused the patient to bleed". Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed. The instrument was fully functional. No product issue was identified. No failures were found in the logs. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The vessel sealer extend (vse) pn:480422-01 ii ln: l80231110-0199 was a single use instrument was not subsequently used after the procedure. Advanced system log review for the vessel sealer extend (vse) instrument was completed by failure analysis engineer. The digital signal processor (dsp) logs show that the vse instrument lot# l80231110-0199 was installed 5 times and passed homing 5 times. There were 2 cut complete events were noted with no errors. E100 logs show 52 seal events with 5 high initial starting impedance errors. The instrument was used for about 39 minutes. Master supervisory control (msc) logs do not show any relevant errors.

Event description:
It was reported that the patient underwent a da vinci-assisted adrenalectomy procedure and there was bleeding. The surgeon reported that the vessel sealer extend (vse) sealing portion operated as expected; however, the vse did not cut as expected which caused some bleeding. During vse use, the tones were audible and seal confirmation tones were heard as usual; there were no errors or alarms reported. The surgeon thought that the vse jaws were just sticky because the operative site was bloody. The surgeon tried it in a different area and the cutting issue persisted. A back up vse was used to complete the procedure. There was less than 15 minutes delay due to the event. The total estimated blood loss for the entire procedure was 200 milliliters only. The patient did not require blood transfusion or any other intervention and there was no post-operative complication associated with the event. The patient is currently at home in stable condition. Per report, the vse was inspected prior to use and there were no unusual findings observed.